Manufacturer narrative:
(B)(4). Final device analysis results reveal the #3 conductor wire is broken on the lead at the #3 conductor weld site. Returned product inspection determined that both the distal tip and proximal connector end were intact and undamaged. System functional tests show the #3 electrode was broken at its respective weld site; no output was observed on the #3 electrode. The product service life was 5 months at the time of unit retrieval. No medwatch form was received from the user facility, therefore, information on the medwatch form 3500a was completed by medtronic with information received from the healthcare professional. "Any missing or incomplete data on form 3500a are the result of information not being provided by the reporter. Despite attempts to obtain such information from the reporter, medtronic is unable to complete form 3500a."

Event description:
The hcp reported the patient had requested removal of the product and that no patient signs or symptoms were attributed to the event. The hcp reported no adverse event following device retrieval; no patient complication was reported. The unit was removed after 5 months implant duration and was returned to the manufacturer for analysis.